Event description:
It was reported that during central processing, it was noted that there was a mark between the maryland bipolar forceps instrument's grips. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed. The instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip and on the middle on one side of the yaw pulley. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. Also, the instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts. Additionally, the instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests on three out of three attempts. Upon further inspection, the instrument passed energy recognition on an integrated electrosurgical unit (iesu) [erbe]. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.